Manufacturer narrative:
The customer reported that their AED will not power on. They noted that the pads are expired, and despite replacing the 9v battery, the issue persisted. It was clarified that this issue did not occur during patient use. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED will not power on. They noted that the pads are expired, and despite replacing the 9v battery, the issue persisted. It was clarified that this issue did not occur during patient use. No specific details about the AED were provided.